Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed; however, the root cause could not be determined as there is a possibility it is use related. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a peripheral vascular procedure, the hydrophilic guidewire tip detached within the patient. The physician had acquired retrograde femoral artery access and had negotiated the patient's common iliac bifurcation. During guidewire manipulations within the patient's calcified common iliac artery the guidewire tip detached. The physician used a vascular snare device to successfully retrieve the foreign body from the patient. The patient tolerated the procedure well and was discharged to home with no additional consequences to report.